Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of scarring, "white stuff seeped out in the lip," bump, swelling and patient "could see that the correction was going away" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Adverse events: ¿ "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Scarring has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, necrosis, skin discoloration, blister, nodule, allergic reaction, and infection. Time to onset ranged from 2 weeks to 4 months. Interventions prescribed by the physicians included topical steroidal cream, nitropaste, oral steroids, and antibiotics. Additional treatments noted were a laser procedure and surgical scar revision." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." ¿ "the onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." ¿ "the onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month." ¿ "the onset of deeper wrinkle/scar generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antibiotics, steroids, and surgical correction of the scar. Deeper wrinkle/scar has been reported infrequently but more commonly after treatment in the glabellar region."

Event description:
Patient reported that immediately after injection in the nasolabial folds, corners of the mouth and lips with three syringes of juvéderm® ultra xc, the lips "swelled pretty big and then went down over 2 weeks," and the patient "could see that the correction was going away." Patient applied cold packs for the swelling. The patient also reported that ¿white stuff seeped out in the lip and they experienced a bump at the lip where more white stuff seeped out.¿ the bump and seeping resolved but where the bump was ¿a scar¿ formed. Patient also reported that two months after the injection the correction went down like it was gone. Patient stated that they can feel filler in the lower lip but not in the upper lip. Patient saw the injector at some point who told them "the face muscles push against it and flatten it out.¿ the injector told the patient to mold and pinch the injected areas for a week after the injection. No treatment has been given to the patient by their injector. The patient was concomitantly taking unspecified medications.